Event description:
Pump alarm 30 was reported, occurring during pumping without causing any adverse impact on the customer's blood glucose level. Cts assisted the customer in loading a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Cts decided to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode before returning it. The customer acknowledged the instructions and will use mdi as backup therapy while awaiting the replacement pump.